Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma (new/worsening), inflammatory response, and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. Multiple attempts to reach out to the customer and have components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma (new/worsening), inflammatory response, and reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings - pil observed the following from an external and internal inspection: pil observed the following from an external and internal inspection: the air outlet port had light dust-like contamination in it. Air inlet had light tan dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Twelve errors were logged. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.